Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance and was guided through a factory reset and ilet setup, after which additional training was scheduled; fingerstick blood glucose at the start of the call was 188 mg/dl, and subsequent self-report indicated stable blood glucose at 160 mg/dl. Symptoms included hyperglycemia without associated adverse effects. Outcomes included resolution of the immediate concern through troubleshooting and education, with no alerts or alarms and no medical intervention or hospitalization. Investigation included technical support review, device reset, and user re-education with a scheduled training session. Investigation of this case revealed no device malfunction or component failure, and the cause of the transient hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.